Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a missing end cap sticker.

Event description:
The customer stated that the paramedics were called yesterday due to a low blood glucose of 34 mg/dl. The customer stated that he had been experiencing low blood glucose levels for a few days. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the customer stated that his doctor checked the insulin pump, and he felt that it was over delivering. The customer was advised to have the insulin pump replaced. Advised the customer that the insulin pump would be replaced. Nothing further was reported.